Manufacturer narrative:
The lock up issue was resolved by upgrading the software to the latest revision.

Event description:
Customer concerned that the system would lock up during tee procedure as the system has experienced intermittent lock ups.